Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the provisional broke when the surgeon struck it with a large mallet after having difficulty placing the device.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03804-1. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) reported that it is fractured (all pcs returned) and has some type of cosmetic damage as scratch. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no new were trends identified. A CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Investigation results concluded that the reported event was due to a previously addressed design issue. No response was sent to the field as none was requested or was required internally. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Per the persona surgical technique (97-5026-001-00 rev. 11) surgical tip 11.c instructs the user to "apply gentle manual pressure without impacting the tasp construct with either a mallet or hand." It was reported that the user used a large mallet to impact the tasp construct. Therefore, it is believed that the root cause is associated with mis-use of the device. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.